Event description:
Complaint alleged per (B)(4) report: the bulleted needle popped off the suture and was lost in the pt. An x-ray was done to try to located the bullet. No pt injury reported.

Manufacturer narrative:
Qn# (B)(4). Device history record (DHR) investigation did not show issues related to this complaint. Device sample received by MFR, but investigation is still underway at time of this report.